Manufacturer narrative:
Product analysis the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had increased impedance. An additional lead was attempted but could not get venous access. The implanted device was downgraded to preserve cardiac resynchronization therapy functionality. The lead is still in use. No patient complications have been reported as a result of this event.